Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection. The cause was not reported. On an unreported date, the patient began treatment with cephalosporin, vancomycin and tienam (doses and frequencies not reported). At the time of this report, the patient has not recovered from the event and the peritoneal dialysis has been withdrawn. The reporter declined to provide further information. No additional information is available.